Event description:
It was reported that patient presented remotely via merlin.net. It was noted that the implantable cardioverter defibrillator (ICD) received a non-sustained right ventricular over-sensing (nsrvo) alert due to post-paced t wave over-sensing (pptwo). No changes were made, and there were no consequences to the patient.

Event description:
Additional information received indicated the implantable cardioverter defibrillator (ICD) was reprogrammed. The patient was stable throughout the intervention.